Manufacturer narrative:
Additional information in h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye noted a damaged (cracked) main body. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp of a minicap extended life pd transfer set. This was identified during use of the device for peritoneal dialysis therapy. The transfer set had been in use for about one (1) month. There was no patient injury or medical intervention associated with this event. No additional information is available.